Manufacturer narrative:
Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high accompanied by symptoms. The customer is concerned with tests results obtained of 222 and 350mg/dl. The expected fasting blood glucose test result range is below 125mg/dl. The customer did report symptom of feeling anxious (unknown if symptom was related to diabetes). Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is july 2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method code h10:test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high accompanied by symptoms. The customer is concerned with tests results obtained of 222 and 350mg/dl. The expected fasting blood glucose test result range is below 125mg/dl. The customer did report symptom of feeling anxious (unknown if symptom was related to diabetes). Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is july 2019. The meter memory was reviewed for previous test result history. Result 1: 152mg/dl date: 7/21/19 time: 5:58pm fasting; result 2: 146mg/dl date: 7/21/19 time: 5:54pm fasting; result 3: 137mg/dl date: 7/20/19 time: 4:17pm fasting; result 4: 138mg/dl date: 7/20/19 time: 2:24pm fasting; result 5: 152mg/dl date: 7/20/19 time: 9:19pm fasting; result 6: 222mg/dl date: 7/19/19 time: 12:08pm non-fasting; result 7: 350mg/dl date: 7/19/19 time: 10:45pm non-fasting.